Manufacturer narrative:
Occupation: cvicu manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure and the arterial image disappeared. Troubleshooting resulted in transducing the radial line to the console. The fluid lumen of the iab was not available as this hospital routinely plugs it on insertion. It was later reported that the iab had been removed. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing and male leur was cut from the iab and not returned. Two kinks were found on the catheter tubing approximately 55.9cm and 67.3cm from the iab tip. Additionally two kinks were found on the catheter tubing and inner lumen approximately 35.6cm and 76.2cm from the iab tip. The optical fiber was also found to be broken at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).